Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a "possible small mobile echogenic area, possibly a thrombus versus a fibrin strand versus vegetation" was seen during a patient's routine echocardiogram. The site reported that the (B)(6) patient is asymptomatic at this time and "feels great" without signs or symptoms of hemolysis. Of note, the site does not discharge patients post vad implantation due to a lack of outpatient infrastructure. Therefore, the patient has remained in-hospital since the implantation of the device with a unos status of 1a. At the time of the event, the patient was on warfarin and aspirin. No further information has been provided. The patient's international normalized ratio (inr) had been 1.6 a week earlier and the site had not started intravenous heparin per their protocol (which calls for heparin when the inr is below 1.5) and was now 2.0. The patient's medical team decided to start the patient on dipyridamole. A preliminary review of the controller log files is reported to have been unremarkable. No further information has been provided.